Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited probable out-of-range (oor) shock impedance in association with the transvenous right ventricular (rv) lead. The issue was identified in a latitude remote monitoring alert which has a threshold of 125 ohms. This patient underwent defibrillation threshold (dft) testing and normal impedances were observed at 84 ohms. The physician elected to monitor the lead going forward. There were no reported adverse patient effects. Additional information indicates that this system continues to exhibit high out of range shock impedances. Information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited probable out-of-range (oor) shock impedance in association with the transvenous right ventricular (rv) lead. The issue was identified in a latitude remote monitoring alert which has a threshold of 125 ohms. A high oor shock impedance could be either the lead, a loose setscrew or device/lead connection issue. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.